Event description:
It was reported the pt's trial procedure was abandoned due to the physician's inability to access the epidural space with the epidural needle. The pt will undergo another trial procedure at a later date. The scs lead was not used.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.